Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I cant wait untill (B)(6) 2016 essure removal finally') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced musculoskeletal pain ("shoulder pain"), arthralgia ("joint pain"), stress ("its so stressful") and pain in extremity ("legs pain/ arm pain"). The patient was treated with surgery (essure removal (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, musculoskeletal pain, arthralgia, stress and pain in extremity outcome was unknown. The reporter considered arthralgia, medical device removal, musculoskeletal pain, pain in extremity and stress to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: joint pain, shoulder pain, leg and arm pain, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I cant wait until (B)(6) 2016 essure removal finally') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced musculoskeletal pain ("shoulder pain"), arthralgia ("joint pain"), stress ("its so stressful") and pain in extremity ("legs pain/ arm pain"). The patient was treated with surgery (essure removal (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, musculoskeletal pain, arthralgia, stress and pain in extremity outcome was unknown. The reporter considered arthralgia, medical device removal, musculoskeletal pain, pain in extremity and stress to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: joint pain, shoulder pain, leg and arm pain, medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.